Event description:
It was reported that the patient with this right ventricular (rv) lead had reported discomfort and chest pain. This right ventricular (rv) lead had no capture at high capture outputs. X ray showed lead dislodgement and cardio thoracic scan showed perforation. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.